Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The five (5) additional prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of a moderately calcified right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to a fenestrated endovascular aortic repair (fevar) interventional procedure. Reportedly, three prostyle devices in the lcfa had a cuff miss and three prostyle devices in the rcfa had a cuff miss. The sutures of two proglide devices were successfully pre-placed in both lcfa and rcfa. The sheath was upsized to a 18f sheath and the fevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.